Manufacturer narrative:
Continuation from section d11: leomed stent, unknown model. Investigation evaluation: our evaluation of the product said to be involved confirmed that a section of the coating is frayed and hanging from the wire guide. At 23.9 cm from the distal end, approximately 1.0 mm of the wire guide covering is twice folded over. Approximately 24.0 cm to 24.8 cm from the distal end, the wire guide covering has folded over itself. A section of the coating approximately 15.5 cm long is frayed and hanging from the wire guide, with the coating still attached at approximately 39.0 cm from the distal end. Approximately 24.8 cm to 39.0 cm from the distal end is a section of bare core wire. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a endoscopic retrograde cholangiopancreatography (ercp) procedure, the user used a cook acrobat¿ calibrated tip wire guide. The user could not retract the wire guide after the stent was released. The user finally retracted the wire guide along with the implanted stent. The user detected the coating of the wire guide peeled off after retraction. Another cook wire guide was used implant the stent and complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Concomitant medical devices: leomed stent, unknown model. The investigation is in process. A follow up emdr will be sent upon investigation completion.

Event description:
During a endoscopic retrograde cholangiopancreatography (ercp) procedure, the user used a cook acrobat¿ calibrated tip wire guide. The user could not retract the wire guide after the stent was released. The user finally retracted the wire guide along with the implanted stent. The user detected the coating of the wire guide peeled off after retraction. Another cook wire guide was used implant the stent and complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.